Manufacturer narrative:
Additional product code: hwe, gfa, gff. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown surgery, the drill bit broke. The drill was used as a rotational reference marker. The surgeon tried passing a flexible reamer past. The drill bit broke into two segments when the reamer engaged. Both segments were retrieved. And, reaming rod pusher was stuck when used to clear out bone from a cannulated drill. The rod pusher was pulled out with force, revealing a bent wire shaft. There was a surgical delay of fifteen minutes. Procedure outcome and patient status are unknown. This complaint involves two (2) devices.